Manufacturer narrative:
Unique identifier (UDI) #: (B)(4). It was reported that a mynxgrip vascular closure device (vcd) balloon would not deflate at the end of the procedure, during device removal step. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle cartridge was engaged to the black handle. The device was received with the syringe connected. Visual inspection at high magnification of the catheter hub assembly revealed the proximal end of the polyimide shaft to be abutting the distal end of the plunger prohibiting the balloon from deflating completely. An attempt to inflate and deflate the balloon from the returned device was made and the reported complaint was confirmed. The balloon remained partially inflated when the inflation indicator was retracted completely. A review of lot f1723301 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported balloon would not deflate failure was confirmed based on the condition in which the unit was received for analysis. This issue appears to be related to the manufacturing process of the product. A risk assessment has been initiated to evaluate this issue.

Event description:
It was reported that a mynxgrip vascular closure device (vcd) balloon would not deflate at the end of the procedure, during device removal step. The vcd will be returned for analysis.

Event description:
Addendum (12/27/2017) additional information received indicated that the balloon inflation indicator retracted which appeared that the balloon was fully deflated; however, upon removal, the balloon was still half inflated. The vcd was being used in conjunction with a 6f procedural sheath introducer for right femoral arterial (rfa) closure following a diagnostic coronary procedure. All steps were performed according to proper mynx deployment protocols. After several attempts to deflate the balloon were unsuccessful, the balloon was pulled from the rfa (right femoral artery) and resistance was felt. Manual pressure was held for 30 minutes or less. Hemostasis was achieved and no further complications were noted. The patient's hospitalization was not extended. The patient was noted to have recovered.

Manufacturer narrative:
Complaint conclusion: it was reported that a mynxgrip vascular closure device (vcd) balloon would not deflate at the end of the procedure during the device removal step. Additional information received indicated that the balloon inflation indicator retracted which appeared that the balloon was fully deflated; however, upon removal, the balloon was still half inflated. The vcd was being used in conjunction with a 6f procedural sheath introducer for right femoral arterial (rfa) closure following a diagnostic coronary procedure. All steps were performed properly according to the mynx deployment protocols. After several attempts to deflate the balloon were unsuccessful, the balloon was pulled from the rfa (right femoral artery) and resistance was felt. Manual pressure was held for 30 minutes or less. Hemostasis was achieved and no further complications were noted. The patient's hospitalization was not extended. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection showed that the shuttle cartridge was engaged to the black handle. The syringe was connected to the device. Visual inspection at high magnification of the catheter hub assembly revealed that the proximal end of the polyimide shaft was abutting the distal end of the plunger prohibiting the balloon from deflating completely. An attempt to inflate and deflate the devices confirmed the user's complaint. The balloon remained partially inflated when the inflation indicator was retracted completely. Review of lot f1723301 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported as ¿balloon would not deflate¿ was confirmed based on the condition in which the unit was received for analysis. Visual inspection at high magnification of the catheter hub assembly revealed that the proximal end of the polyimide shaft was abutting the distal end of the plunger prohibiting the balloon from deflating completely. A risk assessment has already been initiated to evaluate this issue. Should additional relevant information become available, a supplemental MDR will be filed.